Event description:
The pump and a portion of the catheter were returned to the manufacturer from an unknown source. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4): final device analysis revealed residue build up in the reservoir bellows. Residue was found through the fluid path, which caused difficulty for filling and emptying the reservoir. There was propellant in the pump. The pump was milled open to inspect the components in the fluid path. Drug residue was seen throughout this path; in the bellows, on the diaphragm, around the opm valve, in the opm valve components and under the septum. Final device analysis of the catheter has a slice cut located approximately .5cm from the distal end; this probably occurred at explant. Results: (catheter).

Manufacturer narrative:
(B)(4).